Event description:
Reporter indicated the patient did not die at a hospital, but did not provide the location of the death. An obituary stated the patient died at his residence. The relationship of the death and the syncope to the vns is unknown per the physician. The patient was receiving vns therapy at the time of death. No further information was provided by the reporter. Manufacturer follow up with the funeral home revealed the patient was buried with the vns device.

Event description:
Cause of death information obtained from the (B)(6) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2011 and the patient's cause of death was childhood autism accompanied by developmental disorder of scholastic skills, and other and unspecified convulsions. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of possible sudep. There is no allegation or other information indicating that the death is related to vns.

Manufacturer narrative:
"However, it was previously reported that prior to being implanted with vns, the patient would experience episodes where he would turn blue and stop breathing during some seizures." This information was inadvertently left off on mfg. Report #0.

Event description:
It was reported by the physician that she had another vns patient who experienced syncope (reported in mfg report #1644487-2016-02764). Based on her experience with that patient she was now concerned that this patient¿s syncope was related to vns therapy. However, it was previously reported that prior to being implanted with vns, the patient would experience episodes where he would turn blue and stop breathing during some seizures. Therefore, it appears that the patient suffered from cardio-pulmonary events prior to being placed on vns therapy. No additional relevant information has been received to date.

Event description:
Manufacturer review of the patient's implant card revealed vns diagnostics were normal at implant, indicating proper device function.

Event description:
Reporter indicated a vns patient died due to sudep (sudden unexpected death in epilepsy) on (B)(6) 2011. Several weeks prior to the death, the patient had also experienced syncope requiring emergency room visits. The patient was buried. Attempts for further information and disposition of the vns device are in progress.

Manufacturer narrative:
Describe event or problem, corrected data: information regarding the manufacturer implant card was inadvertently omitted from follow-up MDR report #1. Relevant tests, corrected data: vns diagnostics data is provided; this information was inadvertently omitted from follow-up MDR report #1.